Manufacturer narrative:
There is no patient impact associated with this complaint. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There was no reported patient impact associated with this complaint. The patient reported that the keypad buttons were intermittently unresponsive during the past two weeks.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were responsive and had normal spring back and click; the complaint could not be confirmed or duplicated. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.